Event description:
It was initially reported that the patient had high impedance following their recent generator replacement surgery. Additional information was received that diagnostics were within normal limits at the time of replacement and it was at the first office visit the patient had high impedance on interrogation. The patient was implanted with a 103 or 105. There are no x-rays known to be planned but if they are taken she will let us know. They are having surgery (B)(6) 2014 to troubleshoot the issue hopping that it is a pin issue. No know trauma of issues that would have caused the high impedance. Surgery is likely but has not occurred to date.

Manufacturer narrative:
Suspect medical device serial #, lot #, expiration date, corrected data: the supplemental report #1 inadvertently reported the incorrect data. Device manufacture date, corrected data: the supplemental report #1 inadvertently reported the incorrect date. Manufacturing device history records were reviewed. Review of the generator device history records confirmed all quality specifications were passed prior to distribution.

Event description:
It was reported that the patient had surgery. Prior to removing the lead pin from the generator, diagnostics resulted in high lead impedance (>10000 ohms). During surgery, the lead pin was reset into the generator header to eliminate air pocket build up diagnostics were performed twice and were within normal limits at that time. The high impedance resolved after re-inserting the lead pin into the generator.

Manufacturer narrative:
Manufacturing device history records were reviewed. Review of the generator device history records confirmed all quality specifications were passed prior to distribution.